Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-44: user has low battery. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for dead battery accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of throwing up. Medical attention was reported as a result. Customer stated she was throwing up for four days and her daughter took her to the hospital. At the hospital, the doctors diagnosed her with diabetic ketoacidosis as a side effect of the medication xigduo she was taking at the time. Customer was admitted with a glucose reading of 700mg/dl non-fasting. As a result, the customer was administered insulin intravenously, given insulin shots, and antibiotics intravenously. On the 5th day of hospitalization, customer was informed she had several bacterial infections in her blood and was septic. She was also diagnosed with clostridioses difficile (c. Diff). Customer was discharged on (B)(6) 2020 after 8 days in the hospital. She was prescribed actos (pioglitazone hydrochloride) to help control her blood sugar levels, insulin was decreased, and was advised to better her diet/exercise. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed.